Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A ntw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Na.

Manufacturer narrative:
All available information was investigated, and the reported inability to raise a gripper was confirmed due to a broken gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to raise the gripper is a cascading event of the broken gripper line. A cause for the broken gripper line could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A ntw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.